Event description:
It was reported that the patient presented to emergency room with skin erosion at device pocket site. The physician explanted the system ¿ pacemaker, right atrial lead and right ventricular lead. The patient was in stable condition.